Manufacturer narrative:
(B)(4). Carefusion performed bench testing. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 74 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions.

Event description:
It was reported to carefusion that the nurse responded to the ventilator alarming. When she reached the patient, the circuit was disconnected from the patient from the patient's tracheostomy tube. The patient had no pulse. Prior to this event, the patient had been weaning off the ventilator for 20 minute periods for 3 to 4 days. The patient was receiving oxygen at 2 liters per minute as a bleed in to the device.